Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 187, 131 and 146mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is four-five months (expired). The meter memory was reviewed for previous test result history: result 1 :146mg/dl date (B)(6) 2017 time:11:51am fasting. Result 2 :131mg/dl date: (B)(6) 2017 time:12:44pm fasting. Result 3 :187mg/dl date: (B)(6) 2017 time:12:41pm fasting. Result 4 :126mg/dl date: (B)(6) 2017 time:11:31am fasting. Result 5 :104mg/dl date: (B)(6) 2017 time:11:45am fasting. Customer is concerned with high results. Concerned with results 187mg/dl, 131mg/dl, 146mg/dl fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 12/21/2017 returned test strips produce low and high readings. Most likely underlying root cause of high and low readings are due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 187, 131 and 146mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is four-five months (expired). The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with high results. Concerned with results 187mg/dl, 131mg/dl, 146mg/dl fasting.